Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 55509, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085728 that a patient underwent unspecified breast surgery with 225cc mentor siltex round moderate profile and experienced autoimmune disease (the patient reported ¿auto immune symptom, hormone imbalance including adrenal fatigue. Severe debilitating fatigue, brain fog, joint pain, bladder problems, bruising, delayed healing, red burning eyes, severe insomnia, depression. I have had several tests done and seen countless specialists, adrenal fatigue, heavy metals and hormone imbalance¿). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two effected sides.